Manufacturer narrative:
A boston scientific technical services consultant recommended further testing and to perform an x-ray. The latest manual measurements show high rv impedance and normal atrial impedance measurements. The consultant reviewed some device data which this appeared to be the respiratory rate trend (rrt) signal which can be programmed off to eliminate the signal. The boston scientific sales representative involved in this case reported that no intervention was performed and the physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. An additional alert was identified due to saturated impedance readings on the atrial channel. Isometrics were performed and noise was observed on the atrial channel and pacing impedance was greater than 3000 ohms. No noise was observed on the rv channel. No adverse patient effects were reported.